Event description:
Surgeon revised the patellar component of a miller galante knee because the poly had seperated from the metal backing, replaced with an insall burstein patellar dome. Surgeon stated that the pt had fallen on the knee and this may have contributed to the failure of the device.